Manufacturer narrative:
Report source: FDA medwatch form mw5104655.

Event description:
It was reported that a patient presented with lead noise and lead fracture. No intervention was reported. The patient was in unknown condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: h6.